Event description:
This complaint is now reportable based on the analysis completed on 12/05/2008. It was reported that during a coronary artery drug eluting stent treatment procedure, the stent was unable to cross the lesion and the sds (stent delivery system) was kinked. The physician was attempting to treat a 75% stenosed, calcified, severely tortuous lesion in the middle to distal rca (right coronary artery). The physician pre-dilated the stenosis with an unspecified balloon, and then placed a taxus express2 3.00x24mm drug eluting stent (des) in the distal rca. The physician then attempted to place a taxus express2 3.50x32mm des in the proximal portion of the implanted 3.00x24mm des. The sds was unable to cross the lesion and the shaft of the sds was reported to be kinked. The procedure was completed with another of the same device. There were no patient injuries or complications reported. The patient disposition was noted as "good". When the returned product was analyzed, it was confirmed that there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows 1 to 4 from the proximal edge were slightly flared due to the balloon being slightly inflated. This type of damage is consistent with the delivery system encountering some form of restriction. The hypo tube had kinked approximately 46.4cm distal from the catheters strain relief and there was a kink at the port area. This type of damage is consistent with excessive force being applied to the delivery system. The most probable root cause classification for this event is operational context.